Manufacturer narrative:
No product was returned for evaluation. The reported low speed alarms were confirmed per the evaluation of the submitted system controller log file. Driveline damage was suspected. However, the suspected damage could not be confirmed. Submitted system controller log file confirmed low speed operations and pump stoppages on (B)(6)2017 while the system was connected to the power module. Submitted x-rays showed areas of concern on the driveline near the distal end of the bend relief and near the pump and pump end bend relief. The patient was given an ungrounded patient cable. The patient remains on vad support and no further related events have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 5 years, 3 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2011. It was reported that the lvad system produced 2 low speed alarms while connected to power module. Due to a suspicion of a potential driveline short to shield issue, ungrounded cables were requested to support the patient. The patient was asymptomatic. It was reported that it is a low likelihood that a driveline replacement will be attempted. The patient was not symptomatic and will continue on with the ungrounded cable at home. No additional information was provided.